Manufacturer narrative:
The investigation found the event is not consistent with a general reagent or instrument issue as this is the only patient affected. The investigation found the event is not consistent with an interfering substance as an interfering factor usually gives stable, discrepant results. As the patient received blood thinner, this event is consistent with a pre-analytical issue caused by the medication of the patient. The investigation did not identify a product problem.

Event description:
There was a complaint of questionable elecsys troponin t hs results for 1 patient. The questionable results were reported outside the laboratory. The doctor requested a rerun of the samples. The patient had a total of 4 samples drawn and tested at two different laboratories, a and b. Laboratory a used 2 e801 analyzers. Only one serial number was provided: (B)(4). Laboratory b used an e601 analyzer. No information was provided about the e601 analyzer. The elecsys troponin t hs used at laboratory a was lot 52368501 and had an expiration date of 31-jul-2022. No information was provided about the lot or expiration date of the elecsys troponin t hs used at laboratory b. This medwatch is for the results produced on the cobas e601 analyzer with an unknown serial number. Refer to the medwatch with patient identifier (B)(6) for the cobas e801 analyzer with an unknown serial number, and medwatch with patient identifier (B)(6) for the cobas e801 analyzer serial number (B)(4).